Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post device change out, the right ventricular (rv) lead exhibited high defibrillation coil impedance which only occurred on one occasion. The lead remains in use. No patient complications have been reported as a result of this event.